Manufacturer narrative:
Patient information was unavailable from the site. No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. No additional information provided.

Event description:
Medtronic received information that, while in a cranial resection, the site experienced difficulties with registration. Multiple attempts were made without success. It was noted that the patient was in the rib position. A second medtronic navigation system was brought into the operating room (or) and the site was able to complete a successful registration. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.